Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, (B)(4) (manufacturer). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During an interventional procedure, the user reported that no x-ray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined as the affected components were not returned for evaluation. Log file analysis indicated an error of the 5v power supply in the x-ray generator. According to the troubleshooting guide a malfunction of the generator main controller (d601), which is part of the x-ray generator, might be the cause if x-ray imaging gets completely unavailable. The cse found the power supply voltage fluctuating when touching the fuse holder. The expert review of the system history and the information provided by the service engineer led to the conclusion that the d601 5.1v power supply voltage dropped suddenly. The lower voltage might have led to higher power consumption because of power problems on d601 regarding fuse holders. There might also be a bad connection of the connector x16 of d601. This may lead to a gradual degradation of the plug connection's electrical properties which might result in the described failure. On the affected system the d601 and its power supply were replaced. After the replacement; the system recovered. No field safety corrective action is planned based on the present event.